Event description:
There was an allegation of a questionable elecsys hcg + beta test system result from the cobas 8000 cobas e 602 module. The initial result was <1 u/l and was auto-validated and reported outside of the laboratory. On (B)(6) 2022, another sample was drawn from the same patient as she was known to be pregnant. The hcg result with a 1:100 dilution of 41970 u/l. The original sample was repeated and the result with a 1:100 dilution was 41982 u/l.. The reagent lot number was 58457901 with an expiration date of 31-mar-2023.

Manufacturer narrative:
The calibration and qc data were acceptable. The field service representative checked the system and ran performance testing. The investigation is ongoing.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. The analyzer alarm trace contained numerous alarms related to sample quality. Therefore the event was consistent with a preanalytical issue. Preanalytics are within the customer's responsibility.